Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for no anticoagulants/additive with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for no anticoagulants/additive was not observed. A review of the manufacturing records was completed for the incident lot # 5084263 and no issues were identified. Conclusion: bd has initiated CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® plastic fluoride / edta tube 4ml with grey hemogard closure tubes did not contain additive. No injury or medical intervention.